Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of unexplained high blood glucose of 409 mg/dl. Troubleshooting found that the customer may have accidentally put the pump into suspend mode. The customer does not feel ok to troubleshoot and was advised to call back if further assistance is needed.